Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was admitted due to an infection at the surgical sites. The system was explanted. There was no patient injury and the patient recovered without sequela. There were no device issues reported.

Manufacturer narrative:
No device analysis was performed; event was a non-analyzable medical issue. The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.